Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the power var ups (uninterruptable power supply) used in association with the coulter lh 780 hematology analyzer caught on fire. Small flames and smoke were observed coming out of the device. The customer used a fire extinguisher to extinguish the flames, and disconnected the ups. The fire department was called, but the room was not evacuated. The customer stated damage was observed at the power cord. There was no report of death or injury, and no one sought medical attention. There was no change to patient treatment or effect to the user associated with this event. Beckman coulter customer technical support ordered a replacement ups for the customer, but the delivery is being delayed due to ups quality stop ship. The instrument is taken out of service until new ups arrives. The failure mode is unknown.